Event description:
Information received by medtronic indicated that insulin pump had crack in case along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11d. Retainer = black. The insulin pump was returned for cosmetic damage located at the battery compartment found on (B)(6) 2021. The following were noted during physical inspection: scratched case, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The insulin pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 17:17] due to moisture damage on the force sensor. The force sensor zero offset is not within specification (477 mv) and a test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book image) alarm confirmed due to [root cause]. Pump error 35 alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.